Event description:
Packaging or labeling error. During the revision surgery, when the surgeon opened the product, the scorpio ts mod. Tib. Tray did not have 4 pe plugs (for screw of half blocks and full block). However, the surgeon used the product with the patient. The patent did not receive any health damage.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (4) 2006 to (B) (4) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4) . There is 1 event associated with this event type (packaging or labeling error) and product code mbh.